Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle was not retracting with an unspecified nexiva¿ 22g closed IV catheter system. The following information was provided by the initial reporter: it is being reported that a nexiva 22g IV catheter is having issues with retracting the insertion needle. The product was not used on a patient.

Manufacturer narrative:
Investigation summary: received a 22ga nexiva unit inside an open package from lot number 8310636. All components within were intact. A device history record review showed no non-conformances associated with this issue during the production of this batch. Visual examination: no physical- mechanical damage was observed on any the components of the unit received. The components were complete and properly assembled. Functional: no resistance was felt during disengagement and the needle successfully retracted. Conclusion(s): root cause not determined : no manufacturing related issues were found on the returned unit and the failure could not be confirmed therefore, root cause was not determined.

Event description:
It was reported that the needle was not retracting with an bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: it is being reported that a nexiva 22g IV catheter is having issues with retracting the insertion needle. The product was not used on a patient.

Manufacturer narrative:
The following fields have been updated with additional information: describe event or problem: it was reported that the needle was not retracting with an bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: it is being reported that a nexiva 22g IV catheter is having issues with retracting the insertion needle. The product was not used on a patient. Medical device manufacturer: becton dickinson infusion therapy systems inc¿ sandy, ut/84070. Medical device catalog #: 383512. Medical device lot #: 8310636. Medical device expiration date: 2021-10-31. Unique identifier (UDI) #: 00382903835126. Manufacturing location: becton dickinson infusion therapy systems inc¿ sandy, ut/84070 PMA / 510(k)#: k183399. Device manufacture date: 2018-11-07.

Event description:
It was reported that the needle was not retracting with an bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: it is being reported that a nexiva 22g IV catheter is having issues with retracting the insertion needle. The product was not used on a patient.